Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The insertion site was thigh.the patient reported blood glucose was high and treated with manual injections. The infusion set has been in use less than a day. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: colombia .